Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to thoracic aortic branch repair interventional procedure. The first two device sutures were deployed and placed as intended. The sheath was upsized to a 20f sheath, and the thoracic aortic branch procedure was completed. Reportedly, both knots were advanced and tightened (worked as intended) however, complete hemostasis was not achieved. The physician then used a third prostyle device, but a cuff miss [suture retrieval issue] occurred. A fourth prostyle device was used successfully to achieve complete hemostasis and the patient was sent to recovery. In the recovery room, the patient reported pain and loss of pulse on the right foot was noted. An ultrasound was performed, and an occlusion was found. The patient was sent back into surgery where a cut-down was performed and a separated foot was found. The separated foot was removed, and the vessel was closed via surgically suturing. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of pain and occlusion are listed in the electronic perclose prostyle instructions for use as known adverse events of use of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effects are known adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.